Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 370866, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was redness and pus at the extension connection/ infection of battery pocket and extension connection. Patient reported to the emergency room (ER) with oozing head along the extension. It was reported that initially the pocket was red and patient was put on IV antibiotics, then the redness started at the extension and immediate surgery was performed to remove system. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event